Manufacturer narrative:
Based on the information provided, no definitive conclusions can be made. The patient has multiple co-morbidities including morbid obesity, hypertension, hypothyroidism, poorly controlled diabetes, and multiple abdominal surgeries. After implant of mesh (#2), office visits note the patient developed discomfort, however ultrasound was negative for seroma. The patient gained about 50 lbs between (B)(6) 2003, and the weight gain is likely responsible for pulling and tugging on the mesh, and the recurrent hernias. Until she loses weight, we are not going to have luck fixing anything with a piece of mesh, as the mesh will continue to pull. The patient developed and was treated for recurrence and adhesions, which are known adverse events listed in the IFU. A manufacturing review was performed, and found no evidence of a manufacturing related cause for the alleged event. Additionally, no product has been returned. There is no indication of defective mesh, and it appears that mesh (#2) and (#3) remain implanted. If an additional event or information is obtained, a follow-up MDR will be submitted. Refer to MDR 1213643-2007-00796 for the composix kugel mesh implanted on (B)(6) 2003.

Event description:
The following is based on medical records provided by the patient's attorney: on (B)(6) 2002 - patient underwent repair of recurrent incisional hernia. Composix mesh (#1) was implanted. Non-bard mesh was explanted. Granulated tissue was removed. On (B)(6) 2003 - patient underwent repair of recurrent incisional hernia. Composix kugel mesh (#2) implanted. Composix mesh (#1) was explanted. Lysis of adhesions performed. On (B)(6) 2004 - CT scan reveals lower abdominal hernia. Upper abdomen wall is bulging due to weight increase, no hernia, just elasticity.